Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a detached downstream occlusion (dso) seal, a defective dso sensor and a defective printed wire assembly (pwa) board was found. The dso sensor, seal and pwa board were replaced to fix the issue.

Event description:
It was reported that there was a faulty jack connector. The results of the investigation found that the device had a detached downstream occlusion (dso) seal. There was unknown patient involvement.